Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented in the emergency room with complaints of muscle stimulation, the device was found to be in backup vvi. A device download was successfully performed. The patient was in stable condition and will continue to be monitored normally.

Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed in the laboratory and was due to resets that occurred within 32 seconds of each other. The device was tested on the bench and an anomalous component on the hybrid was noted. The cause of the anomaly was due to an anomalous component on the hybrid.

Event description:
New information received notes that the device was prophylactically explanted and replaced due to the advisory.